Event description:
Additional information stated the pump broke 3 times around 2010 and 2011. It was noted that the pump was used to infuse bupivacaine and hydromorphone. Refer to manufacturer report # 3007566237-2012-00077 for other broken pump.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j0058169r, product type catheter. (B)(4).